Event description:
Voluntary report received (mw5107125) on (B)(6) 2016 patient underwent left knee computer assisted total knee arthroplasty with size #5 depuy cruciate substituting femoral component, size #5 cocr fix bearing depuy tray with 10mm polyethylene insert stabilized with 21mm patellar button. Patient recovered and was doing well until (B)(6) 2021, patient admitted for arthrotomy, synovectomy and revision of tibial insert on (B)(6) 2021. Pathology report of synoval tissue of left knee joint diagnosis "granulation tissue with mild chronic inflammation and metallosis". FDA safety report ID# (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.